Event description:
A power source alert 07 was reported by a customer experiencing issues with their device. There was no adverse impact on the customer's blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.